Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and cleaned collet, sleeve and plunger clamp #12 in the reported problem area of the pipette assembly. Replaced tip clamp, tip sleeve, compression spring and plunger clamp to correct problem. The instrument was cleaned, inspected, tested without further problem, and returned to service.